Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a shaft break occurred. Vascular access was gained via the femoral artery. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A promus element, mr 3.00x24mm stent delivery system could not cross the lesion. While advancing the stent delivery system, the shaft broke while outside of the patient. The promus element, mr stent delivery system was removed. The procedure was completed with another same device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).